Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer reloaded the cartridge and resumed insulin. Although requested, the customer declined to provide additional information.